Event description:
In 2004, the pt reportedly was unable to hear sound while using the sound processor. In march 2004, the pt reportedly was seen at the center for device eval. External equipment was exchanged which resolved the problem. The pt continued to be monitored by the center. In april 2004, the pt reportedly was unable to hear sound while using the sound processor. In april 2004, the pt reportedly was seen at the center for eval. A CT scan reportedly was scheduled. The audiologist requested assistance from a co rep. Seven days later, the pt was seen by a co rep for eval. Testing performed confirmed that the device was no longer functioning. At this time, the surgeon does not plan to explant the pt's c1 device. The pt was implanted with another advanced bionics cochlear implant on the contralateral side.